Event description:
The pt was rescoped and it was found that the stent had migrated down from original site. Nothing had to be retrieved from the pt. The pt did not undergo any additional procedures due to this occurrence. There were no adverse effects on the pt due to this incident. There was no fetal death, fetal distress or any congenital abnormality or birth defects as a result of this occurrence.

Manufacturer narrative:
As the esophageal stent involved in this report was not retuned for eval; the reported occurrence could not be confirmed. A review of the device manufacturing records could not be conducted as the device lot number is unk. A review of the 2-year complaint history for this product family was conducted. This type of report represents a usual occurrence. Based on this review, the likelihood of this type of occurrence is remote. A full investigation could not be performed as the esophageal stent was not returned for evaluation. Prior to distribution, all esophageal stent systems are subjected to a visual inspection to ensure device integrity. No corrective action warranted at this time as this complaint was unable to be verified. This event occurred after the procedure and there were no adverse effects on the pt.